Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 25 occurred during the load process multiple times. The customer's blood glucose level was not impacted and the customer was able to load a new cartridge successfully.